Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up vvi with end-of-service (eos) condition. The device image does not reveal any high current indicating the high current drain was not from the hybrid. After replacing the battery, normal function ensued. The battery was sent to the vendor for analysis and no battery anomalies were found to cause premature battery depletion. The cause of the sudden battery depletion is unknown.